Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump battery compartment was cracked. Evidence of moisture ingress was also allegedly visible behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/05/2015-device evaluation: the pump has been returned and evaluated by product analysis on 02/18/2015 with the following findings: the pump could not be powered on and the black box data could not be downloaded for review due to moisture damage; the power issue was duplicated. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap secured properly to the pump, and no damage was found to the cap. Moisture was observed behind the display lens. The pump case was removed and moisture ingress was found. A leak test was performed and failed due to a battery compartment leak. The pump casing was also observed to be cracked near the display.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.